Event description:
It was reported that four hemacarotid knitted ultra thin patches that had a size of 6 x 75 mm were incorrectly labelled as 8 x 75 mm. Patches were not implanted and returned to the manufacturer.

Manufacturer narrative:
Evaluation summary: the 4 patches (serial numbers (B)(4) from lot 09c19) were returned to the manufacturer by (B)(6). A verification of these 4 products was performed and products were confirmed to be 6 x 75 mm patches and not 8 x 75 mm as labelled. Note that 2 other patches affected by this mislabeling were implanted by (B)(6) with no reported adverse events. A review of the device history records indicated that 14 patches (B)(4) (1) were manufactured the same day and were issued from the same band material number (B)(4) and were thus incorrectly labelled. As a result of this mislabeling, intervascular instituted a voluntary product recall for 8 products issued from this band material. These 8 products were all located in one institution in (B)(6). Intervascular notified the affected customer on (B)(4) 2009 and the relevant competent authorities on (B)(4) 2009. Note that all 8 products have been returned to the manufacturer on (B)(4) 2009. Note, also that none of affected units was located in the USA. The investigation indicated that the mislabeling was due to a human error by the operator who incorrectly recorded the product reference and product size. A corrective action plan will be then prepared to prevent any further occurrence of incident of this nature.